Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing uncomfortable abdominal stimulation after going through an airport x-ray machine. X-rays were taken and showed the lead has migrated. Surgical intervention may be pending to address this issue.